Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 3:30 p.m., the patient's meter result was >8.0 inr. The patient went to the emergency room for further testing. At 5:30 p.m., the patient's laboratory result was 5.7 inr. The patient's therapeutic range is 2.0- 3.0 inr.